Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous left forearm vessel. A 4.0 x 40 40cm mustang¿ balloon catheter was advanced for dilation. However, during the fist inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. Residual stenosis was 60% and another 4x40mm sterling balloon catheter was advanced and the procedure was completed. No patient complications were reported and the patient's status was good.